Manufacturer narrative:
An article was published regarding the results of a study where a procedure was performed using a lemaitre valvulotome hydro with/without the additional use of a lemills valvulotome. The study was performed in patients undergoing infrainguinal in-situ saphenous vein bypass to compare the outcomes of the operations with and without the lemills valvulotome. The article indicates that all patients in the study had a devalvulation of the great saphenous vein using the lemaitre valvulotome hydro. In the results, the article indicates that 8 patients experienced vein injuries related to the devalvulation when using the lemaitre valvulotome hydro device. The article indicates that the procedures occurred between january 2018 and december 2019. Additional details regarding the devices used were not made available. As a result, the history record for the devices involved could not be reviewed. The cause of the vein damage could not be determined through the available information. Please note that the following reports are for the 8 incidents related to the publication: 1220948-2023-00027, 1220948-2023-00028, 1220948-2023-00029, 1220948-2023-00030, 1220948-2023-00031, 1220948-2023-00032, and 1220948-2023-00033.

Event description:
An article was published regarding the results of a study where a procedure was performed using a lemaitre valvulotome hydro with/without the additional use of a lemills valvulotome. The study was performed in patients undergoing infrainguinal in-situ saphenous vein bypass to compare the outcomes of the operations with and without the lemills valvulotome. The article indicates that all patients in the study had a devalvulation of the great saphenous vein using the lemaitre valvulotome hydro. In the results, the article indicates that 8 patients experienced vein injuries related to the devalvulation when using the lemaitre valvulotome hydro device. The article indicates that the procedures occurred between january 2018 and december 2019. Additional details regarding the devices used were not made available. Please note that the following reports are for the 8 incidents related to the publication: 1220948-2023-00027, 1220948-2023-00028, 1220948-2023-00029, 1220948-2023-00030, 1220948-2023-00031, 1220948-2023-00032, and 1220948-2023-00033.